Manufacturer narrative:
Concomitant medical products: 113629 comp primary stem 9mm mini 401020, 118001 versa-dial/comp ti std taper 293440, 113053 versa-dial 50x21x57 hum head 563410, pt-113950 pt hybrid glen post regenerex 792520. Reported event was confirmed by review of x-rays provided. Product were visually examined. There is some damage noted on the taper which may have been caused during extraction. The events of pain, tenderness, impingement, tendonitis, bursitis, and radiolucency cannot be confirmed from the returned products but were confirmed through clinical evaluation and x-ray review. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04082 / 04083 / 02148).

Event description:
Patient underwent a left shoulder arthroplasty and approximately one year post-implantation experienced 1 mm of glenoid radiolucency is reported in zones 1-8. No revision has been reported to date.